Event description:
The caller reported that the customer stated they had an incident where the pilot balloon leaked. Caller states this one was put in, in 2009, and the leak was noticed within 24 hours. The caller stated they pretested the cuff, but did not look at the pilot balloon. The caller stated the leak was in the balloon itself and they repaired it and left the tracheostomy tube in for the normal 7 days and then replaced it, caller states they discarded the tracheostomy tube and have no lot number.